Event description:
It was reported that the battery was prematurely depleted. Battery data decreased from 2.78 v on december 12, 2006 to no battery voltage (dashed line) on october 1, 2007.

Manufacturer narrative:
Final analysis found that the battery was depleted prematurely due to high current drain caused by a leaky capacitor.